Event description:
It was reported that during an implant attempt, fixation of the lead was not possible because the helix did not gradually "extract", rather it was rapid and it took 20 turns to extract. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and blood was in/on the helix mechanism.